Manufacturer narrative:
Additional information received on (B)(6) 2018 by sales representative the second stage revision has not happened yet. The patient refuses to release his results about whether it is infection or not. The surgeon indicated that the second step revision may be in roughly 6 months. Clinical evaluation performed by medical affairs director on (B)(6) 2018 few months after primary cemented tka the patient was revised for pain. Alignment of the components looked suboptimal at static xrays in uncertain patient posture, but during revision surgery infection was suspected and a two-stage revision undertaken. From the information available, there is no indication of a faulty device and the most likely cause for the adverse event seems to be infection. Investigation performed by patient match department on (B)(6) 2018 our analysis of the my knee process of this case found no deviations from the standard procedures. Each step has been performed correctly. Batch review performed on (B)(6) 2018 lot 163353: (B)(4) items manufactured and released on 26 july 2016. Expiration date: 2021-06-13 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: reference (B)(4) (k121416) tibial insert fixed sphere flex size 3/10 mm r lot 172812: (B)(4) items manufactured and released on 13 july 2017. Expiration date: 2022-06-29 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reference (B)(4) (k140826) femoral component sphere cemented size 3+ r lot 171830: (B)(4) items manufactured and released on 19 july 2017. Expiration date: 2022-07-11 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The tibial tray was found internally rotated 8 months after primary. Surgeon planned to take it out and realign the base plate for better knee alignment. During revision the surgeon suspected infection as there was synovial fluid behind the cement. The femoral bone was also really soft. He decided to do a 2 stage revision: all the implants were removed and the specimens sent for analysis. He temporarily put the femur back in with antibiotic cement and cemented (temporarily) the poly. The surgeon also voiced that the femur component seemed more internally rotated and the tibial component also malrotated.

Manufacturer narrative:
Update october 17, 2018. The case is not going to be revised with medacta products according to the secretary.